Event description:
It was reported that pump experienced multiple issues of the battery depleting quickly, wake button was delayed in responding to touch, touchscreen "slower and lagging", and an occlusion alarm. Reportedly, the issues resulted in the customer being seen in the emergency room. Customer declined follow up from tandem technical support. No additional information was provided.